Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "lymphadenopathy and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, lymphadenopathy.

Event description:
Patient reported left side rupture, ¿two abnormal lesions in the lateral left chest, posterior to the left breast implant, corresponding to the abnormal lymph nodes identified sonographically" and ¿fnab demonstrating non necrotizing granulomatous lymphadenopathy¿. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified two broken devices with red particles on the surface and are not identified by the explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.